Manufacturer narrative:
(B)(4). The analysis results found that the mcs20 device was received in good visual condition. Upon cycling the device, it was noted to be empty and locked out. The device is designed to lock out when all the clips have been fired. Due to the condition of the device, no functional testing could be performed to evaluate the incident reported. No conclusion could be reached as to what may have caused the event reported. A batch record review was performed and the batch had no anomalies noted during the manufacturing process.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time.

Event description:
It was reported that after an unknown procedure, clip applier was used by a carotis operation. The applier staggered and wasn¿t clipping smooth. Some of the clips didn¿t close completely. Another like device was used to complete the procedure. There were no adverse consequences for the patient reported.